Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump messages were intermittently received after performing the load fill tubing sequence causing the customer not to be able to complete the load sequence. A supply change was performed resolving the issue. Customer's blood glucose level was 390 mg/dl.